Event description:
Customer reports 23 incidents of blood leaks dating back to 2001 on use numbers reanging from 1 - 24. All blood leaks occur at the onset of treatment and are noted by blood leak alarms. Confirmed with hemastix. Estimated blood loss was approximately 250 cc's per incident. All treatments were continued with new dialyzers and new bloodlines without incident. No pt injuries or medical intervention reported for any of the incidents.